Event description:
It was reported that the patient presented for an implant procedure. During the procedure, high pacing impedance was noted on the pacemaker, and the left ventricular (lv) lead could not be inserted into the pacemaker header. The pacemaker was therefore not used and replaced. The same lv lead was successfully inserted into the new pacemaker header without difficulty. The patient remained stable throughout the procedure.